Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 nasal tubing 70mm was overstretched and broken while removing the connector from the tubing. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject devices, two units of bc191-05 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation. Our investigation is thus based on the evaluation of the subject devices, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject devices with lot# 2103281424 (device 1) and lot#2103208946 (device 2) was performed and it was confirmed that one of the tubing was stretched and torn off from the connector 12f flexitube for device 1. For device 2, it was confirmed that one of the tubing was stretched but not torn at the connector 12f flexitube end. Further investigation confirmed that the hudson connector was observed to be pushed deeper into the connector 12f flexitube. The hudson connector could not be removed from the connector 12f flexitube without exerting forces resulting in the tube stretching and torn off. Conclusion: the cause of the reported failure was identified to be an operator pushing the hudson connector deeper into the connector 12f flexitube during assembly of the subject device resulting in the higher forces to disengage the connectors. Our user instructions which accompany the bc191 flexitrunk infant nasal tubing system state: - "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 flexitrunk infant nasal tubing.

Manufacturer narrative:
(B)(4). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc191-05 nasal tubing 70mm was overstretched and broken while removing the connector from the tubing. There was no reported patient involvement.